Manufacturer narrative:
The review of provided data confirmed the reported issue: the bluetooth low energy (ble) feature doesn¿t function on the subject tablet. The subject tablet has been returned yet for investigation. The investigation of the data provided revealed that on (B)(6) 2025 at 11h, the ble was not available. The cause of the ble unavailability could not be determined and the subject tablet shall be sent to the microport crm investigation center to find the cause of the reported issue and to repair it. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during the interrogation of an ICD during its implantation procedure, the programmer indicated that rf (ble) telemetry was ready, but the rf (ble) telemetry never works. We were forced to use the inductive wand.

Event description:
Reportedly, during the interrogation of an ICD during its implantation procedure, the programmer indicated that rf (ble) telemetry was ready, but the rf (ble) telemetry never works. We were forced to use the inductive wand.

Manufacturer narrative:
Smarttouch tablet is not approved in the us. Since the initial MDR was submitted, here is the follow-up MDR. The review of provided data confirmed the reported issue: the bluetooth low energy (ble) feature doesn¿t function on the subject tablet. The subject tablet has been returned yet for investigation. The investigation of the data provided revealed that on 31 march 2025 at 11h, the ble was not available. The cause of the ble unavailability could not be determined and the subject tablet shall be sent to the microport crm investigation center to find the cause of the reported issue and to repair it. The subject tablet was not shipped to microport investigation center. The smartview software was installed again and the tablet functions properly after the new installation of smartview software. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during the interrogation of an ICD during its implantation procedure, the programmer indicated that rf (ble) telemetry was ready, but the rf (ble) telemetry never works. We were forced to use the inductive wand.